Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was not duplicated. The pump was found to have a chipped downstream occlusion (dso) sensor. The real time clock (rtc) battery recorded 944 days, which means it has about a year and a half of battery lifetime. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. After investigation the results indicated a reportable malfunction due to the chipped dso sensor. The manufacturer representative replaced the dso sensor.

Event description:
It was reported that the issue was a clock battery. The customer returned the product for clock battery, and during physical inspection it was found that the downstream occlusion (dso) seal was chipped. There was unknown patient involvement.